Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned for patient death above normal elective replacement indicator. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13374, 2017865-2019-13467. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.